Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf (stsf) and there was temperature issue requiring irrigation of the probe. A catheter change was performed, resulting in a delay in the procedure. Additional information indicated that temperature was incorrect and was going up fast as soon as they tried to ablate. They checked and there was no char on the tip of the catheter. They changed all cable with no resolution. When they changed the stsf and disconnected it, they saw that the water was pressurized more than usual in the tubes, and most likely stuck. At the beginning of the case, they checked the irrigation and everything looked normal. After changing the catheter, the issue was resolved. There was no patient consequence.